Event description:
Resident was being transferred from bed to wheelchair by mechanical lift, when right rear sling snap came off the retaining peg on the frame. Resident fell to the floor. Initial vitals normal. One hr later, blood and pulse were down, so resident was taken to radiology for x-rays and cat scan. At the time of cat scan, left side weakness suggestive of possible cerebrovascular accident noted by rn's. During cat scan resident expired. Review of x-ray films and cat scan negative for indications of injury related to fall. Preliminary info from autopsy indicates death from natural causes. Only injury noted was cracked rib.